Event description:
Customer states that a headtube bolt was loose and when they went to adjust it they found it was bent. Bolt replaced with replacement bolts sent on order (B)(4). Normal terrain, some outside usage and van transportation including some public transportation. Previous complaints were prid (B)(6) dated (B)(6) 2013 replacement chair order 8(B)(4) shipped (B)(4) 2014. Prid (B)(6) dated (B)(6) 2014 replacement (B)(6) 2014. Prid (B)(6) dated (B)(6) 2014 -incident dated (B)(6) 2014. Prid (B)(6) dated (B)(6) 2014- incident dated (B)(6) 2014. Prid (B)(6) dated (B)(6) 2014- incident dated (B)(6) 2014.